Manufacturer narrative:
An event regarding abnormal ion level and corrosion/ metallosis involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: 2/14/13 implant labels: 56 trident hemispherical acetabular shell, 1 screw, 36/0 degree crossfire poly insert, #4 accolade stem, 36/0 lfit v40 head. 9/17/20 operative note: "femoral head exchange, exchange poly liner, synovectomy, wound vac" pre and post-op diagnosis "metallosis right total hip" gen. Anesthesia/ post. Approach. " ... Several months history of ... Hip and groin pain ... Chromium level 1.2 and cobalt 7.0... MRI ... Avulsion of gluteus medius ... No effusion, no pseudotumor... Gluteus medius tendon appeared to be intact... Disimpacting cocr head ... Significant amount of corrosion with black debris ... New liner impacted ... Cleaning the trunnion ... 36/+2.5 ceramic head with a v40 sleeve ... Uncomplicated surgery." No clinical or pmh, no patient demographics, no primary tha operative report, no imaging studies, no lab or surgical pathology reports, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in her blood, significant amount of corrosion with black debris and metallosis. Clinician review of provided medical records indicated that neither confirmation of the event description nor preparation of a medical report is possible for this case. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient medical history (pmh), patient demographics, primary tha operative report, imaging studies, lab or surgical pathology reports, and/or examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6), 2013 and was revised on (B)(6), 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. *update based on medical review: [.] (B)(6) 2020 operative note: "femoral head exchange, exchange poly liner, synovectomy, wound vac" pre and post-op diagnosis "metallosis right total hip" [.] No pseudotumor [.] Gluteus medius tendon appeared to be intact [.] Significant amount of corrosion with black debris [.]

Manufacturer narrative:
Reported event. An event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that patient's hip was revised due to excessive levels of chromium and cobalt in her blood. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2013 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.